Event description:
The physician called to report the patient was treated with juvederm ultra xc to the glabellar region. One day after treatment, the patient complained of pain, swelling and pustules to the bridge of the nose; and redness and swelling extending down the nose, and under the eyes. The pt was taking multivitamins concomitantly, has no known allergies, but reported a reaction to dysport. The pt was treated with a kenalog injection to the affected area, oral keflex, and percocet for pain.

Manufacturer narrative:
(B)(4). Device eval summary: the batch number h24l514603 was released by qc according to defined specifications. All the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.